Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced severe pain with heavy discharge and foul odor, bowel problems, leg pain, painful urination, urinary retention, frequency, vaginal scarring and granulation, bladder spasms, nocturia, recurrent urinary tract infections, dyspareunia, vaginal pain, worsening incontinence and abdominal and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.